Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient was admitted to the emergency room because he experienced diaphragmatic stimulation. On (B)(6) 2011, the physician observed that the device was in stand-by mode upon interrogation. The physician re-initialised the device without difficulties. The physician asked for the root cause of the switch to standby mode.